Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 127 mg/dl. No significant events leading to the alarm were observed other than the insulin pump possible having been dropped a few times. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip and minor scratches on display window. No button error alarms noted. All the buttons did function properly. However, moisture damage was noted on keypad traces.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.